Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.7; lab: 8.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.7; reference: 8.5; mean: 5.10; confidence limits: na. Analysis of the customer's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No strip lot information was available from customer. Products in complaint were not expected to be returned. Patient being on antibiotics could have affected inr results. Root cause could not be determined from the information provided by the customer. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.